Event description:
It was reported that during an unknown spinal procedure, while "closing the rod, the screw opened up and broke. The screw was removed and replaced with another one of the same size". No patient complications were reported.

Manufacturer narrative:
Analysis of the returned device shows that microscopic examination confirms one side of fixed angle screw head broken. The opposite side of the broken fas head flange reveals multiple thread crests and flanks are damaged. The broken side threads are damaged above the break, as well as the returned set screw threads, suggesting possible issues with fas and set screw alignment during assembly. Microscopic examination identified a fairly brittle fracture surface that appears to initiate near the root of the thread, and propagate through the head cross sectionally. The downward direction of the mating set screw thread damage, in conjunction with tensile fracture at the base of the thread root are consistent to the damage noted on the set screw threads, with one side broken downward, and the opposite side broken upward.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.